Manufacturer narrative:
Analysis of the returned neurostimulator model 37702 serial #(B)(4) showed no significant anomalies.

Event description:
Information received from the manufacturer's representative reported that during the procedure, high impedances were measured on contacts 8-15. The physician had tried re-inserting the lead multiple times and tried swapping the leads but had the same problem. The lead was then checked with a multi lead trialing cable (mltc) and everything was good. Additional information received confirmed there were impedances of >20,000 ohms were measured. The implantable neurostimulator (ins) was changed out and no issues were seen. It was noted that the patient was doing good following surgery. Follow up information received reported that the patient was receiving good coverage receiving good coverage post-operatively. Additional information reported that impedances of >10 ,000 ohms were found on contacts 9-15. It was confirmed that the ins battery was replaced and that normal battery depletion did not occur. No patient injuries reported and that they were receiving adequate coverage. Their status was noted as recovered without sequelae. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.